Event description:
Customer reportedly received results of 158 mg/dl on her meter and 12 mg/dl on emts meter within 10 minutes. Customer was treated with a tube of glucose, food, and soda. No controls used. Requested return of suspect device and replacement was sent.